Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie in drawer 4.2 failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the cubie drawer was failed to open. A field service engineer had confirmed that the drawer was properly functioning, and the issue has been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie in drawer 4.2 failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.